Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and that the x-arm was bumping a little when picking up tips. The fse performed an x-arm and z-axis adjustment. The instrument was inspected, tested without further problem, and returned to service.